Event description:
The device read 912mg/dl. She reports that she called the paramedics who tested her at 148mg/dl on their device. No treatment received. Device was not available to determine if the result of 912mg/dl existed in the device memory. The numeric reading range of the device is 10mg/dl to 600mg/dl. Device was given to the pharmacy who can not locate the device for return.